Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (gd872937), with no issues noted during the manufacturing process. Baxter has received similar reports and will continue to monitor to determine if further actions are required.

Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. (B)(4). MFR ref#: 1038mcc0514.

Manufacturer narrative:
(B)(4). The patient stated the mini cap was thrown away at the hospital.

Event description:
An email notification of a complaint was received in corporate mailbox on (B)(6) 2010. The reporter stated that patient went to the emergency room on (B)(6)2010. At the hospital the nurse removed his mini cap and exasperated the exit site and catheter. The mini cap was thrown away. The patient spent the week in the hospital with a 30 ml syringe filled with betadine where his mini cap should have been. The patient had peritonitis, and he feels it is because of what happened when his cap was removed. He now has a baxter minicap to use again. The patient has been on antibiotics and the infection was clearing up. The patient felt he got peritonitis because of this event. A follow up call was made by product surveillance on (B)(6) 2010, the nurse revealed that the patient had been hospitalized (B)(6) 2010 to (B)(6) 2010 for a peritonitis infection. A culture was performed on (B)(6) 2010 and revealed a gram negative bacterial peritonitis. The patient was treated with vancomycin. While in the hospital, the patient had his peritoneal dialysis catheter removed and is now considered recovered from the peritonitis infection. He is currently on hemodialysis. The nurse feels that the cause of the peritonitis was break in aseptic technique. The nurse stated the patient was in the process of moving at the time and therapy was not being done in its usual manner.